Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported during a retinal surgery, an ophthalmic console significant difficulty was encountered during the fluid¿air exchange, requiring multiple repetitions of the process. Procedure completed details and patient health impact were not reported. Customer is not willing to provide further details.